Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when he unwinds tubing, the tubing became disconnected from the site portion of the set. The tubing was detached before he inserted, when he opened the set and unwound the tubing line. The patient did not used the infusion set. Reportedly, the infusions were stored in a box in a cabinet, not in extreme temperature or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.